Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mn1820 biopsy instrument allegedly experienced material twist and difficult to remove. This information was received from one source. This malfunction involved a patient with no consequences. The patient was female (B)(6) years old; however, the weight of the patient were not provided.